Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device memory showed out of range measurements have occurred since implant of the ICD. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The lead was surgically abandoned and replaced. Available information indicates that this ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.